Manufacturer narrative:
Submit date: 10/27/2015. An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer has a unit with a damaged case and a damaged power cord . The unit was sent to a local covidien service center. Upon triage on (B)(6) 2015 the service tech found the unit had a damaged power cord with exposed copper wires.

Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a covidien/medtronic technical center for the reported condition of; damaged power cord. Therefore, this report will be based on information provided by the service center. The unit was triaged and the complaint was confirmed; power cord is damaged with exposed copper wire. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The power cord was replaced to correct the problem. The unit was then fully tested. Scd 700 compression system was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.